Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that, after the patient had entered the operation room, when the sheath was advanced through the right and left femoral vein and the right subclavian vein, ECG showed st elevation. Coronary angiogram confirmed that there was no stenosis and the st elevation resolved. When the sheath was inserted into the left atrium, st elevation was confirmed again and spasm was confirmed by contrast radiography. Nitorol infusion was performed, and no spasm was confirmed. St level returned to normal and the cryoablation procedure was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.